Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in her back') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), immunodeficiency ("low immune system"), lymphadenopathy ("swollen lymph nodes "), impetigo ("sore impetigo "), pain ("pain in her sides / excessive pain "), confusional state ("confusion "), anxiety ("anxiety "), fatigue ("fatigue") and medical device discomfort ("discomfort "). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, cystitis, immunodeficiency, lymphadenopathy, impetigo, pain, confusional state, anxiety and fatigue outcome was unknown. The reporter considered anxiety, back pain, confusional state, cystitis, fatigue, immunodeficiency, impetigo, lymphadenopathy, medical device discomfort and pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in her back') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), immunodeficiency ("low immune system"), lymphadenopathy ("swollen lymph nodes"), impetigo ("sore impetigo"), pain ("pain in her sides / excessive pain"), confusional state ("confusion"), anxiety ("anxiety"), fatigue ("fatigue") and medical device discomfort ("discomfort"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, cystitis, immunodeficiency, lymphadenopathy, impetigo, pain, confusional state, anxiety, fatigue and medical device discomfort outcome was unknown. The reporter considered anxiety, back pain, confusional state, cystitis, fatigue, immunodeficiency, impetigo, lymphadenopathy, medical device discomfort and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in her back') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), immunodeficiency ("low immune system"), lymphadenopathy ("swollen lymph nodes"), impetigo ("sore impetigo"), pain ("pain in her sides / excessive pain"), confusional state ("confusion"), anxiety ("anxiety"), fatigue ("fatigue") and medical device discomfort ("discomfort"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, cystitis, immunodeficiency, lymphadenopathy, impetigo, pain, confusional state, anxiety, fatigue and medical device discomfort outcome was unknown. The reporter considered anxiety, back pain, confusional state, cystitis, fatigue, immunodeficiency, impetigo, lymphadenopathy, medical device discomfort and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.